Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. No clarifying information provided. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 due to stress urinary incontinence. Additionally, mesh was implanted on (B)(6) 2006. It was also reported that the patient underwent mesh revision and removal surgery on (B)(6) 2007 and (B)(6) 2009.

Manufacturer narrative:
Date sent to the FDA: 01/05/2017.